Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cable had seating issue. A field service engineer (fse) reseated all cables and wires, connections cleaned, and the pyxibus cable was inspected. After rebooting the medstation, functionality was verified through the hardware test application, and tests were successfully completed. Escort was granted access to pyxis, and the technician assisted in recovering the cubies. Fse performed proactive inspection process. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had device no detected and read write invalid cubie memory errors. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.